Event description:
Leica biosystems received a tissue processing complaint of "brittle tissue," which occurred on (B)(6) 2019. The complainant advised that 11 out of 58 cases have not been able to be diagnosed. On 03 december 2019, leica biosystems received the following information in relation to the event on (B)(6) 2019: "there are eleven (11) cases that could potentially have repeat biopsies. Currently, there have been two repeat biopsy cases: (B)(6) y.o./female/vaginal bx and (B)(6) y.o./female/endometrial bx. All cases able to be diagnosed?: no, 11 of 58 cases cannot be diagnosed." The following information was received in relation to the event on (B)(6) 2019: "currently, there have not been any repeat biopsy cases. There is one (1) cases that could potentially have a repeat procedure. All cases able to be diagnosed? No, one case cannot be diagnosed by pathology but was diagnosed by radiology." As of 10 january 2020, leica biosystems has not received any further information in relation to the other undiagnosable cases. Refer to importer report #: 1423337-2020-00001 for specific details on the other patient involved.